Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 4 years and 6 months post the initial left total knee arthroplasty, the patient needed to be revised because of the wrong packed liners and wear of the liner. Some pieces broke apart from the liner and were removed. The patient experienced swelling and pain. The patient was in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9, h3, h6. H3: the revision reported was likely the result of isolated third-body prosthesis wear and inclusion of the tibial insert in the packaging recall. A contributing factor to the wear on the tibial insert may have been due to the revised tibial insert having been packaged in a non-conforming bag for five years. Additional potential contributions from patient or user-related issues cannot be determined as no radiographs or additional relevant clinical information was available.